Manufacturer narrative:
On 23-nov-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer advised the customer to raise the z-axis home sensor of the sampler by ~0.5 mm. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective waste pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported that the diluent is not flowing on their aia-600ii analyzer. The customer is unable to run e2, prl and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prl and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.